Event description:
The technician alleged the brake caster would rotate in a circle when in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.